Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with high, out of range high voltage lead impedance on the right ventricular lead. The patient had chronic high, out of range high voltage lead impedance. Programming changes were discussed, but the physician elected not to make any changes. The patient will continue to be monitored normally.